Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they were experiencing high blood glucose level 500mg/dl. Customer also stated that insulin pump had insulin flow block alarm and during troubleshooting insulin exited. It was unknown that auto mode feature was active at time of incident. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.